Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. It was also reported that after the revision, the charging issue had been resolved. The patient was reportedly doing well postoperatively.